Event description:
Customer reported via phone call that they are hospitalized. Customer states that insulin has been splashing out of the insulin pump.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly noted. The insulin pump was tested with a water fill reservoir, the units left on status screen matched properly with units left on test reservoir. No anomalies noted. No cosmetic damage noted.